Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient was hospitalized due to hypoglycemia on (B)(6) 2024 and was treated with 60g sugar with intravenous set and 500nl glucosan intravenous.the blood glucose level was 26 mg/dl at the time of event and was caused by high boluses following hcp readjustment alcohol and benzodiazepine consumption. No further information was available.